Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece came off the probe; the tip was retrieved and the surgery was completed successfully.